Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after 15 minutes of intra-aortic balloon (iab) therapy a leak had occurred. The console generated a leak in iab circuit alarm and blood was seen in the tubing and backed up to the console. After five more minutes, the iab was removed and a new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
Updated field - describe event or problem . Complaint record ID # (B)(4).

Event description:
It was reported that after 15 minutes of intra-aortic balloon (iab) therapy a leak had occurred. The console generated a leak in iab circuit alarm and blood was seen in the tubing. Blood entered the iab extender tubing and not the iabp console. After five more minutes, the iab was removed and a new iab was inserted to continue therapy. There was no patient harm or adverse event reported.